Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to the findings in b5, the evaluation found the following: the angle wires were stretched, the bending section cover or distal sheath was detached and had a chip and a crack, the connecting tube had a dent and a scratch, the distal end had a stain, the acoustic lens was damaged and had a scratch, there was a chip in the adhesive area between the acoustic lens and ultrasound probe, the paint on the air/water- cylinder had peeled off, the objective lens had a scratch, and due to damage on the charged coupled device, the image had white dots. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus that the gastrovideoscope's endoscopic image had grayed out. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign object found in the tip groove or gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
H10: per the customer response 1. The customer cleaned, disinfected, and sterilized the device before it was sent to olympus. 2. It is unknown if there was any delay in the start of precleaning. 3. It is unknown if the customer raised and lowered the forceps elevator three times by turning the elevator control lever while the immersion and the aspiration. 4. There were no abnormalities in the accessories used for reprocessing. 5. The customer didn¿t presoak the endoscope in the detergent solution. 6. The customer brushed the forceps elevator. 7. The customer flushed detergent solution around the forceps elevator. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material near the forceps stand (wire) could not be identified. The suggested event is preventable by handling the scope in accordance with the following sections of the instructions for use: -chapter 6 application and conditions of cleaning, disinfection and sterilization. -chapter 7 cleaning, disinfection and sterilization procedure. Olympus will continue to monitor field performance for this device.